Event description:
A customer reported having a high blood glucose event, with the exact level unknown but indicated as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump, with the control iq feature active, and did not require third-party assistance. Recommendation was made to consult with a healthcare provider regarding diabetes management.